Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
The returned product was patent. 20 inches of the catheter was returned. The catheter met the requirement for leakage testing. DHR review of lot # e30694 did not indicate any deviation related to the complaint associated with the report. All products are 100% inspected at the time of packaging. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implantation of the product, the cerebral ventricle did not shrink, so the device was replaced with another manufacturer's device. The physician noted that when they checked the product at the time of removal, they confirmed that both the valve and catheter operated normally. It was indicated that the patient's status at the time of the report was alive-with injury.